Manufacturer narrative:
The device was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the scope communication error e216 may have been caused by dirt, foreign material, or corrosion on the electrical contacts of the video connector. The adhesive of the bending section deteriorated and was damaged. The angulation was insufficient because the angle wire became longer than usual. The angulation lock was insufficient due to deterioration of friction plate. The device was returned to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an error code for communication problem between the device and video processor was displayed. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that the scope communication error e216 was displayed on the monitor and the endoscope ID could not be detected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; -there was no leakage at the device. -there were scratches on the covering of the bending tube. -the adhesive fixing part of the bending section rubber on the distal end side was chipped. -no abnormalities were detected in the assembly of the board wiring inside the video connector, the inside of the bending section, and the appearance of the imaging cable. -there was a crack in the adhesive filling part of the ccd unit. -when a load was applied to the adhesive filling part of the ccd unit, the scope communication error e216 occurred and the endoscopic image was not displayed. Based on the above inspection results, the reported event may have been caused by a broken ccd unit. The cause of the cracks and damage in the adhesive filling part of the ccd unit may be that the arrangement was temporarily disturbed due to the application of stress from the outside such as a trocar, and an unexpected load was applied. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.